Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. The pump was neither dropped nor bumped and not exposed to any moisture. The customer stated that, the contacts on the battery cap are not missing or damaged. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump being returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.